Event description:
It was reported through the research article, "durable ventricular assist devices for patients with advanced heart failure: the new zealand experience" that of the 39 patients that received a ventricular assist device (vad), 24 patients survived transplant and 7 patients continued on vad support waiting for transplant. The retrospective audit consisted of 39 patients that received vads between jan2005 and dec2022. The vad types included the ventraassist between the years of 2005 and 2010, the heartware between 2010 and 2022, and heartmate 3 from 2022 onwards. Heartmate 3 was the only device implanted after 2022. It was noted that the durable vad support for the right ventricle (rvad) was an off-label use of the pump and required technical modifications. Of the 39 recipients, 14 required a temporary rvad and 5 patients required durable rvad support in addition to their lvad (bivad).

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Auckland city hospital mechanical working group, auckland city hospital cardiovascular intensive care unit, auckland city hospital cardiology department, helen gibbs transplant service. Rea, c., pasley, t., ruygrok, p., & sibal, a. (2024). Durable ventricular assist devices for patients with advanced heart failure: the new zealand experience. New zealand medical journal, 137(1597), 44¿52. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the events leading to the reported transplants could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. It was reported that the heartmate 3 left ventricular assist system was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.